Event description:
Additional information received reported that a new stent was used to complete the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the pipeline vantage with shield technology, there were difficulties advancing the flow diverter in the phenom 21 catheter, and the vantage flow diverter did not deploy. The physician attempted to advance the flow diverter, but it was very difficult, and ultimately, the device did not deploy at all. As a result, the pipeline was removed from the patient. The devices were prepared and flushed as indicated in the instructions for use. The product was explanted and the customer was notified that the product should be returned. No patient complications have been reported as a result of this event.